Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient initially stated their recharger equipment was not working, but upon further clarification and in using the recharger during the call it was determined to be functioning as expected. Pt's spouse assisted pt to start a charge, the ins battery was half full, they did not have good coupling but stim was off. Caller said patient is shaking. Caller said patient had a heart attack on november 21st, got 2 stents put in and did not have their recharge equipment while they were in the hospital, caller was guessing either the stimulator had been turned off and never turned back on or the ins battery became empty and turned stim off. It was confirmed that the heart attack was not related to the deep brain stimulation device or therapy. Caller said ever since the patient received a replacement recharger antenna it hasn't really worked well. Caller and patient wanted stim turned back on, but it was revealed patient did not have a programmer to turn stim back on with and they stated they never got one. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue- to turn stim on and to talk with them about potentially getting a programmer.